Event description:
The reactiv8 system was reportedly explanted due to a suspected infection at the implantable pulse generator site; however, no cultures were obtained to confirm the presence of infection. There were no allegations of a product deficiency. The ipg and leads were fully removed without complication. During explant, the incisions were irrigated with an antibiotic solution, and the patient was prescribed an oral antibiotic. The device was reportedly discarded by the hospital; therefore, a device evaluation could not be performed. A review of the device history record was conducted, and no relevant nonconformance's were identified.

Manufacturer narrative:
Mml#: (B)(4). Other device explanted: model: 8145, description: reactiv8 implantable stimulation lead, serial numbers: (B)(6), UDI #s: (B)(4).